Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions/bowel issues/ gastrointestinal or digestive system condition type:bowel issue."), constipation ("constipation"), migraine ("migraines / headaches") and back pain ("back pain"), 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral essure tubal ligation reversal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the abdominal pain, gastrointestinal disorder, constipation and migraine had resolved and the back pain outcome was unknown. The reporter considered abdominal pain, back pain, constipation, gastrointestinal disorder, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, constipation and bowel issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Product indication updated. Explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to chronic/pelvic pain. Events- abdominal pain, gi conditions/bowel issues and constipation were added. Lab data added. On 20-sep-2019: new pfs received- new events added: migraines / headaches, gastrointestinal or digestive system condition type: bowel issue, back pain.outcome of event migraines from unknown to recovered/resolved was updated.reporters information was added. Event gastrointestinal or digestive system condition updated with event bowel issue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.